Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit has a battery failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
H10: the customer biomed evaluated the device and determined a battery replacement was required. The biomed reported the failed component was older than 5 years of age. Based on this information, this is not a reportable event.